Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the first firing in laparoscopic low anterior resection procedure, the surgeon fully pulled the black return knob, but could they not open the jaws of the device. The jaws were opened with forceps. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was fully fired. The interlock on the device would not engage after repeated firings. The device was disassembled, and one knife laminate was assembled outside of the interlock pusher. This condition impedes the free movement of the interlock lock legs, preventing interlock engagement. No further functional testing could be performed due to the noted damage. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. Additionally, the investigation detected a secondary condition of knife bar assembly outside of the interlock pusher that has no relationship to the reported condition. The root cause of the observed condition was determined to be a result of a manufacturing activity. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.